Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The returned device was confirmed to have flaking (damaged) insulation. Insulation damage can occur from damage during use, damage from repetitive handling during cleaning and sterilization, and degradation from repeated sterilization cycles.

Event description:
The 24cm sp bayonet 1.5mm tip was returned for service. Upon evaluation at the manufacturer, it was observed that the insulation coating was flaking. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
The 24cm sp bayonet 1.5mm tip was returned for service. Upon evaluation at the manufacturer, it was observed that the insulation coating was flaking. There was no patient involvement, and there were no user injuries or adverse consequences.